Manufacturer narrative:
The customer¿s report that there were small air bubbles observed below the pumping segment was confirmed. Visual inspection of the administration set observed air in the returned primary set. Functional testing performed resulted in no irregularities. Testing performed on the returned administration set utilizing a test pump module and pcu found the test pump module alarmed appropriately when air boluses that are greater than or equal to 250l were introduced into the administration set passed through the pump¿s air detection system. The root cause of the report that small air bubbles were observed below the pumping segment and there was no ¿air in line¿ alarm was not determined; however it is suspected the observed air boluses were too small to trip the 250l single ail bolus threshold and that there may not have been enough air detected to trip the accumulated ail threshold. The suspect device (pump module) and event/error logs were not returned for investigation.

Event description:
It was reported that numerous small air bubbles were observed along the primary set past the pump segment and that the device did not alarm air-in-line. It was noted that potassium chloride 20mmol in 1,000ml 0.9% sodium chloride was infusing through primary set at the time of the event with secondary infusion of piperacillin-tazobactam running at 200ml/hr. The infusion was programmed using guardrails drug library. The event was discovered when the nurse came by to check on the patient. It is believed that the air bubbles likely reached the patient side but it was reported that there was no discernible harm on the patient. Picture of the involved set was provided by the customer.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that numerous small air bubbles were observed along the primary set past the pump segment and that the device did not alarm air-in-line. It was noted that potassium chloride 20mmol in 1,000ml 0.9% sodium chloride was infusing through primary set at the time of the event with secondary infusion of piperacillin-tazobactam running at 200ml/hr. The infusion was programmed using guardrails drug library. The event was discovered when the nurse came by to check on the patient. It is believed that the air bubbles likely reached the patient side but it was reported that there was no discernible harm on the patient. Picture of the involved set was provided by the customer.